Event description:
It was reported that a pt who underwent anterior capsulotomy, lens fragmentation, and corneal incisions with the catalyst system (system) subsequently experienced an anterior capsule tear that extended to the posterior in the operating room (or) during the surgical procedure to remove the cataract. The surgeon noted the capsule tear after the removal of 2 of 3 quadrants of the cataract lens. An anterior vitrectomy was performed. No add'l complication and/or medical intervention was reported.

Manufacturer narrative:
Investigation of this incident included analysis of the system database and the system optical coherence tomography (oct) recording. The system video display recording and the operating room surgical video were not available for analysis. From the analysis of the system database and the system (B)(4) recording there were no anomalies found and all settings and parameters of the system were found to be within acceptable limits. The surgeon noted that the injection of the viscoelastic during surgery caused the proximal half of the capsule disc to flip over and that continuous curvilinear capsulorrhexis (ccc) surgical technique was not consistently used to extract it. System database video images indicated the absence of, or minimal, eye movement during the laser treatment. The catalyst system performed as design; however the cause(s) of the anterior tear is unk. The catalyst system operator manual contains a warning which states: "standard continuous curvilinear capsulorrhexis (ccc) surgical technique must be used for surgical removal of the capsulotomy disc. The capsulotomy may have residual uncut areas that should be completed by advancing the capsule through the incompletely cut area in a circumferential fashion, rather than pulling it radially. The use of improper capsulotomy disc removal technique may potentially cause or contribute to anterior capsule tear and/or a noncircular, irregularly shaped capsulotomy."